Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("blood clots/excessive bleeding/abnormal bleeding (general)") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), headache ("headaches"), fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain/loss(specify which one) weight gain") and the first episode of abdominal distension ("other injury(ies) or complication (s) please describe: bloatedness"). In 2015, the patient experienced back pain ("back pain") and the second episode of abdominal distension ("bloating"). The patient was treated with surgery (laparoscopic removal of the essure device,salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, the last episode of abdominal distension, headache, fatigue, migraine and dyspareunia was resolving and the mood swings and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, fatigue, genital haemorrhage, headache, migraine, mood swings, pelvic pain, weight increased, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. The reporter commented: current weight 172 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. (B)(6) 2015 , transvaginal ultrasound (tvu), other (please describe) tubes blocked. Most recent follow-up information incorporated above includes: on 2-aug-2018: pfs received. Her demographic was added. Essure indication added. Lab data added. Following new event: hormonal changes describe: mood swings, migraines, dyspareunia (painful sexual intercourse), weight gain/loss(specify which one) weight gain, other injury(ies) or complication (s) please describe: bloatedness, incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("blood clots/excessive bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal distension ("bloating"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic removal of the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, abdominal distension, headache and fatigue was resolving. The reporter considered abdominal distension, abdominal pain, back pain, fatigue, genital haemorrhage, headache and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.